Event description:
At a pump refill on (B)(6) 2011, the patient reported having had increased spasticity since (B)(6) 2011. The drug infusion rate was within specification. The doctor decided to observe the patient with administration of oral baclofen. On (B)(6) 2011, a rotor study and catheter dye were done; the results showed no anomaly. An abnormal infusion rate was observed; the expected reservoir volume was 11.1ml, the actual volume was 17ml. The doctor suspected a pump malfunction. The pump was replaced. The patient outcome was reported as "recovered". The device system was used to deliver gabalon (baclofen).

Manufacturer narrative:
(B)(4).